Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found around the needle and hub of a bd precisionglide¿ needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a sample and photograph from the customer in support of this complaint. Returned sample received shows epoxy on hub. The fm observe is loose, and in liquid-like shape. From the photos and returned sample, epoxy on hub was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Investigation conclusion: the returned sample able to be rejected by online visual inspection for insufficient/excessive epoxy. Hence, root cause not able to establish. Will continue to monitor the defect trend.